Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device showed an error was confirmed. It was found that the motor was not running smoothly. There was a short circuit in the motor cable and the resistance value of the keypad of the hand control set was out of specifications. The motor, motor cable and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system is the most likely root cause for the damage to the motor, resulting in rough running. However, given the information provided we cannot discern a definitive root cause for the short circuit and the defective keypad of the hand control set. The defective components of the device would have caused it to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the fms vue ii pump, micro tornado handpiece with hand controls, and fms 5-way foot pedal had an error occur. There was no adverse consequence to the patient. The customer does not want to provide additional information about this pc.